Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The IFU states: impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported the patient was on impella rp flex support and during support, there were elevated pa placement signal and decreased impella flows. It was unknown if there was possible sensor damage or a clot ingestion. The clot was never visualized or confirmed. Blood volume was given to the patient. Support continued. The pump was explanted due to elevated ldh and decreased platelet count. Patient survived the procedure.

Manufacturer narrative:
The investigation of low pump flow, thrombocytopenia, hemolysis, and optical signal issue has been completed. The impella device and data logs were received for investigation. Low pump flow: product was returned and evaluated. No cannula kinks were found. There was biomaterial found wrapped around the base of the impeller and some biomaterial on the blades. No other abnormalities were found. The pump was run in a bucket and pump flow was slightly low. The pump was soaked to remove biomaterial and was then hemolysis tested. Pump flow was low in hemolysis testing and also the subsequent flow loop testing. After the hemolysis and flow loop test, borescope images showed a clean impeller and cannula. The root cause of the low pump flow was not determined since the low flow reproduced after clearing the impeller of biomaterial, there were no other abnormalities found, and data logs were insufficient. Placement signal issue: the failure mode was updated from optical signal issue to placement signal issue since data log review showed no abnormalities with the optical parameters but rather the dp sensor. The pump was returned and evaluated. The sensor passed electrical testing. There was biomaterial found wrapped around the base of the impeller and some biomaterial on the blades. The pump was run in a bucket and pump flow was slightly low. There were no clear abnormalities with the sensor face. The pump was then run in the hemolysis and flow loop and it did not show signs of sensor drift. The root cause of the placement signal issue was not determined since the issue did not reproduce in the lab and data logs were insufficient. Thrombocytopenia: clinical details state that the pump was removed due to concerns for elevated ldh and decreased platelet count. Data logs are not applicable and product was not returned. The cause of the thrombocytopenia was not determined due to insufficient clinical details. Hemolysis: data log review showed suction shortly after pump startup. On the night of 04-june-2025, there was a slight step down in mc and speed deviations. There were no clear motor current spikes throughout the case; however, rt logs were unavailable in the beginning of the case. The root cause of the hemolysis was most likely biomaterial as data log review showed suction and motor speed deviations the day before hemolysis was noted, the returned product had biomaterial wrapped around the base of the impeller, and the pump passed hemolysis testing.